Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized, after he accidentally erased his basal rates from his insulin pump. The customer was hospitalized for high blood glucose, but the exact measurement was not known. The customer was admitted with high ketones as well. He was wearing the insulin pump at the time of hospitalization. The insulin pump was removed and the customer was on manual injections for two days. Two days later, he had a follow-up appointment and was placed back on the insulin pump.